Event description:
International affiliate reported a transfer set with 'one of the two internal sides' broken. No pt injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a transfer set with broken internal parts was confirmed. Broken occluder feet were found during the evaluation. The root cause was undetermined.renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.